Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: g2, h6(type of investigation), e1(event site telephone).

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp) experienced a gas loss alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that the alarm had activated several consecutive times and requested guidance in the event it occurred again. The customer had not utilized the help screen or the iab fill key prior to contacting esp. Esp personnel guided the customer to verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. The customer then performed a fill which resolved the gas loss alarm and resumed therapy. Esp personnel explained the nature of the alarm and based on the information he gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by frequent coughing. The customer was advised to contact esp if the alarm recurred multiple times within an hour so that further troubleshooting could be performed.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). Another contact information: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program that the cs300 had gas loss alarm, during use. Nurse reported that the alarm had gone off several times in a row and he was inquiring about what to do if it went off again. He did not utilize the help screen or the iab fill key. Esp personal had him verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Nurse then performed a fill which resolved the gas loss alarm and resumed therapy. Esp personal explained the nature of the alarm and based on the information, nurse gave esp personal regarding the patient hemodynamics and clinical picture, the alarm was likely caused by frequent coughing. No harm or injury to the patient was reported.